Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The hospital has reported no patient injury occurred.